Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during testing, the pump powered on with audible and vibratory features. The pump was able to be manually locked and manually unlocked with no issues. While performing the lock/unlock steps, the pump correctly emitted an audible tone with each step. The audible tone reading was found to be within specification. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.